Event description:
It was reported by a user facility that a saline bag back filled while sitting idle in recirculation mode for 40 minutes waiting for patient hookup. The machine was pulled off the treatment floor for service. The flow release regulator and air separator chamber were replaced. All the hydraulics were calibrated. The acid, bicarbonate, uf pump, and flow pressure pumps were calibrated.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.